Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a hard recoverable error occurred after switching on the system. The user restarted the system, but the issue persisted. The user disabled arm 4 and proceeded with the surgery using a 3-arm configuration. The user completed the procedure as planned with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that ports had not yet been placed when the problem occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) 4 for failure analysis investigation. The unit was analyzed and the reported hard error 23210 was confirmed but not replicated. In logs, error 23210 was confirmed indicating the high-side switch test failed due to motor voltage, reporting to the acu board. Installed proximal onto golden system where no faults occurred in normal mode and unit functioned as expected. Tested proximal on patient side cart fixture test platform (pftp) where it passed all relevant testing after testing was complete, visual inspection found no issues related the reported event.